Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing high blood glucose of 320 mg/dl to 600 mg/dl and wanted to check her insulin pump. Customer indicated that she jumped in swimming pool with the pump on and has done a recent battery change. Customer's blood glucose at the time of call was 169 mg/dl. Troubleshooting was done for high blood glucose and found that all tests passed. Customer wanted to perform a high pressure test but did not have a clamp. Troubleshooting informed customer that a clamp will be provided to thema and to call back to complete the testing. No further information was given.